Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an infection since implant which never healed so the implantable neurostimulator was going to be removed on the day of the report. There were no further complications reported or anticipated.